Manufacturer narrative:
Major bleed: the cause of the bleed cannot be determined since insufficient clinical details were provided.

Event description:
A seventy year old male patient was treated for coronary bypass surgery. An impella 5.5 was electively placed to support the patient. Post surgery, 300cc chest tube output were noted when leaving the operation room. Upon arrival to the intensive care unit, additional 200cc chest tube output were noted over the course of 30min. Despite coagulation therapy, due to ongoing surgical bleeding, the decision was made to take the patient back to the operation room. No active bleeding was found. Clots were evacuated from the chest and the chest closed. The patient transferred back to ICU in stable condition. After six days of support, the patient was successfully weaned and the impella 5.5 was removed. While surgery was the main contributor to bleeding, the impella will conservatively be coded for major bleed, as the required systemic anticoagulation might have contributed to the bleeding.

Event description:
Additional information indicates that the bleeding was noted as chest tube output post surgery in the ICU. The patient received multiple blood products including cryoprecipitate, fresh frozen plasma, and platelets. Once the patient returned to the operating room to reopen the chest cavity for a mediastinal re-exploration and washout, the bleeding resolved. The site was not from the impella graft site, which was not mediastinal but subclavian in a different incision.

Manufacturer narrative:
Additional information was provided in b5 (event description). Upon review, it was identified that the additional information has been added in this report. The cause of the bleed cannot be determined since insufficient clinical details were provided.